Event description:
On (B)(6) 2014 during a review of programming history, it was observed that a system diagnostic test occurred on (B)(6) 2009 which resulted in a settings change. All settings were not corrected prior to the patient leaving the office visit.

Manufacturer narrative:
Analysis of programming history.